Event description:
Parent of home patient (hp) reported the hp was overfilled on two occasions while using the homechoice cycler for apd therapy. Hp's parent reported the homechoice cycler was programmed to deliver a night fill volume of 900mls, however, when parent viewed the volume of fluid being delivered the homechoice cycler's display indicated it had infused 950mls. Hp's parent relates a similar incident occurred when the cycler was programmed to deliver a day fill volume of 1000mls yet the display indicated the cycler had delivered 1114mls. The hp's parent subsequently requested a replacement homechoice cycler. According to the hp's parent, there was no pt injury or medical intervention.